Manufacturer narrative:
The disposable needle holder, to date, is not available to perform a technical investigation since it is not yet returned to thd spa. Basing on the description of the event, the breakage is compatible with a deformation break due to a non-uniformity of the weld (i.e. Inclusions, vacuum, crack, cold weld, etc). The investigation of the complaint with reference to the manufacturing records found that the subject device was released conform for distribution and no anomalies were found. Complaints trend analysis did not found any similar events on the same device on over (B)(4) devices sold over years. We therefore consider the event as a rare and isolated problem compatible with a manufacturing defect related to welding not detectable during incoming controls. The monitoring activity on new devices is carried out routinely. Should we get further information, additional report will be submitted.

Event description:
During a t.h.d. Intervention, the disposable needle holder, part of the thd slide one kit (ref. (B)(4)), broke. The broken piece has been retrieved by the surgeon without any consequence for the patient.